Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of component damage to the blower assembly which could result in no ventilation output was confirmed. Ventec replaced the blower assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was damage to the blower's ball bearings.

Event description:
It was reported that the device needed preventative maintenance. Upon evaluation of the device, ventec observed the blower had damaged components which could result in no ventilation output. There was no patient involvement associated with the reported event.